Event description:
A surgeon reported a patient with uncut areas and a tear on the flap after lasik flap creation. The surgeon also indicates a concern of corneal aberrations as he experienced difficulties separating the flap and corneal ring canals. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
\ Treatment report confirmed the desired flap thickness was thin (100 um). However, fluid and corneal lacrimation might have built a fluid layer, additionally reducing the flap thickness. The root cause could not be determined conclusively. The most likely root cause is that the flap was thin and the fluid and corneal lacrimation reduced the flap additionally. (B)(4).